Manufacturer narrative:
(B)(4). One piece sled. The ec45 instrument was received with no visual non-conformances. The device was loaded with an unfired reload present. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device jammed and would not fire. No other information was available due to the device was left in purchasing with a note and no additional contact. They completed the procedure with a new like device. There was no patient consequence reported.